Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a rod bender fractured while being used to bend a cobalt chrome rod. An alternative rod bender was used to complete the procedure. There were no reported patient impacts.

Manufacturer narrative:
The returned rod bender was evaluated and was determined that it has disassembled. Consistent use as well as cleaning/sterilization/processing likely caused the parts to loosen over time until they eventually disassembled. A review of the manufacturing records did not identify any issues which would have contributed to this event.